Manufacturer narrative:
Product analysis #813702242:equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the tip coil is in good condition. The proximal and distal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the braid¿s middle part was fully opened and frayed. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends were found fully opened and frayed. The cause of the failure could not be determined. In addition, the braid¿s middle part was found to be fully opened with no damage. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The customer reported minimal vessel tortuosity, and the braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. The damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting of the delivery wire against resistance, or deployment/re-sheathing of the delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they "replaced the new pipeline for treatment." It was also reported, "if the delivery tube represented the stent microcatheter, the stent microcatheter was used normally. After the pipeline and the stent microcatheter were withdrawn, the surgeon told them to separate and pushed the stent microcatheter to go upper again with the guide wire.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured c4 aneurysm with a max diameter of 12mm and a 8mm neck di ameter. The landing zone was 4.5mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. It was reported that the surgeon used ped-500-35 to perform aneurysm dense mesh stent implantation. The stent and microcatheter were routinely delivered to the straight segment of m1 in the brain. The stent tip could not be opened. After repeated operations, the tip of the stent still could not open properly. After it was removed from the body, it was found that the tip had been deformed and rough. The surgeon lodged a complaint and the stent was replaced. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.